Event description:
Gcm received an email on february 04, 2025, from mrs. (B)(6), pharmacist at (B)(6) facility, through ICU medical sales manager. The product involved is a 30 cm (12") appx 3.2 ml, set per infusione, 4 clave® connector, filtro, with list number 011-h1268 and lot number 14073793 (expiration date: june 01, 2029). The following issue was reported by the customer: ¿disconnection of clave.¿ the status of the product at the time of the event is unknown. It is unknown if the product is available for evaluation. There was unknown patient involvement and unknown adverse event/human harm. The customer requested an evaluation letter. Starnauceanu ¿ february 04, 2025.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Manufacturer narrative:
No 011-h1268 product samples, videos or photographs were returned for investigation. A probable cause cannot be identified based on the information that has been provided. Lot history review was conducted and there were no non-conformances found that would have contributed to the reported complaint.